Event description:
Customer reported being hospitalized for high blood glucose levels and dka. Customer had the flu and feels that the high blood glucose levels are due to infusion set. Troubleshooting was done and pump appears to be functioning properly.